Manufacturer narrative:
(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be reported.

Event description:
It was reported that patient underwent initial knee surgery. The patient suffered occasional strange vibrations which he felt with device would eventually stop. Surgeon told patient's knee replacement was loose and very unstable. Now patient is scheduled for a revision surgery on an unknown date.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the receiving inspection report for 00111314001, lot number 78694385, identified no relevant deviations or anomalies. Heraeus batch record review indicates there were no quality deviations, no change notifications, and no corrective or preventive actions. All verifications, inspections, and tests were successfully completed. Product examination was not conducted as this product was not returned by the customer. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Complaint history review: as zimmer biomet does not hold investigation responsibility for the reported product a complaint history search will not be performed.

Manufacturer narrative:
This follow up report is being submitted to report additional information.